Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, preceding bone augmentation (site had been grafted post extraction - over 1 year ago), pain, swelling, bleeding, inflammation, mobility. Dentist has no idea, placement went beautifully, he used a 4mm healing cap rather than primary closure. 2 implants placed, only this one failed.